Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign material in nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The legal manufacturer confirm that the customer's reprocessing steps at the material residue point were not deviated from the instruction manual from the obtained information. However, the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from plug unit (metal pin). Based on the results of the investigation, olympus confirmed foreign material came out of the device, the material inside the nozzle was fibers from cleaning cloth. The event can be detected/prevented by following the instructions for use (IFU) which state: -detection methods are written in instructions for use: pcf-190 series operation manual: chapter 3 preparation and inspection. -prevention measures are written in instructions for use: pcf-190 series reprocessing manual: chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.